Event description:
The report received via a voluntary medwatch #(B)(4) indicated that during catheter manipulation, the 100 cm. 6 fr. Vista brite tip jr4 catheter kinked. The physician was unable to unkink the catheter and remove it percutaneously. The patient went to the operating room (or) for surgical intervention to remove the kinked catheter. Diagnosis or reason for use: cardiac percutaneous coronary intervention (pci). Additional information has been requested.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan.additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a cardiac percutaneous coronary intervention (pci), a 6f, 100cm vista brite tip jr4 kinked during catheter manipulation. The physician was unable to unkink the catheter and remove it percutaneously, therefore the patient was taken to the operating room (or) for surgical intervention. The device was not returned for analysis. A DHR review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Without return of the device for analysis, the reported complaint ¿catheter/body shaft-withdrawal difficulty¿ and ¿catheter/body shaft-kinked bent in patient¿ could not be confirmed and no determination of possible contributing factors could be made. Based on the limited information available for review, a determination of clinical factors contributing to this issue could not be determined. The instructions for use cautions users to inspect for kinks and bends, or other signs of damage prior to and during use. Any product with damage is not to be used. Catheter kinking during clinical use is a known and common occurrence and is typically related to anatomy, technique, physician skill, and vessel tortuousity. If the operator encounters kinking or damage during clinical use, they are trained to immediately discontinue manipulations and remove the product. This may require insertion of an additional device, which can prolong the procedure. Neither the information available nor the DHR suggests there is no indication that the event is related to the design and manufacturing process. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The voluntary MDR received is attached. The product has not been returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.